Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtwb10, (imp, tsv,4.7,10, mtx, mg) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1285669. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285669 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: medical: peri-implantitis and dental: medical: other based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. For peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D6: d6a. If implanted, give date: unknown. D10: concomitant medical product: tsvtwb10, imp, tsv, 4.7, 10, mtx, mg, lot: 1285669. G4: premarket identification: k101880.

Event description:
Doctor reported that implants were removed due to peri-implantitis and osteomylitis.